Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the balloon pressure kept decreasing during use. The user checked the pressure every 30 minutes.